Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a total reverse shoulder arthroplasty revision eight (8) years post-implantation due to pain and implant fracture. Patient started having acute onset recurrent shoulder pain and upon review of the x-ray, humeral component fracture was noticed which resulted in pain. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: acrom xl 44-41 std hmrl brng part # xl-115366 lot # 287630 . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07207. Customer has indicated that the product is in process of being retuned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that patient underwent revision due to pain after initial surgery and loosening. Attempts have been made to gain additional information on the reported event is not available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the x-rays and operative notes. As per x-ray reviews, humeral stem has separated from the humeral tray. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. But, fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, nonunion, or excessive weight. It is also noted that the patient participated in strenuous activities which may have contributed to the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.